Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl and seroma-late. Date of alcl diagnosis: (B)(6) 2021.

Event description:
Healthcare professional reported right side "enquiry for a patient that could potentially have alcl." Patient was diagnosed with alcl. Pathology makers were provided as (B)(6) for cd30, lca, cd15, cd43, cd 2, cd5, ,tia 1 granzyme b, cd25, cd56 ,gata3 and (B)(6) for cd3, cd7, cd8, perforin, ema, tcr beta f1, tcr delta, p63, alk-1, eber-ish, ebv-lmp, pax 5 , cd68. Additionally healthcare professional reported reoccurrences of seroma that had redeveloped over time. The device has been explanted.